Manufacturer narrative:
(B)(4). Report there were 36 procedure or device-related acute serious adverse events: abdominal pain (1), acute coronary syndrome (1), anemia (1), cardiac tamponade/perforation (9), congestive heart failure (1), dysphagia (1), hematuria (1), hyponatremia (1), hypotension (1), noncardiac chest pain (1), pericarditis (5), pulmonary events (4), vascular access events (6). 1 case of stenosis of the left inferior pv, 1 esophageal injury will be report separately under complaint # (B)(4) , and 1 cardiac tamponade subsequent to a repeat ablation procedure occurred at more than 7 days follow-up. These adverse events were already reported under report # 9673241-2014-00350 on(B)(6) 2014. There were no device or procedure related deaths in these registries, as reviewed and adjudicated by the independent safety monitoring committee. There are no device malfunctions reported in the publication. Model and catalog number are not available, but the suspected device is the navistar thermocool sf catheter. Concomitant products: carto3 mapping system was used for the procedures.

Event description:
In an article which biosense webster already reported under report # 9673241-2014-00350 on (B)(6) 2014, after re-reviewing this article, specific information was found about the following patient who suffered an esophageal injury, therefore this report will be submitted to document this patient ¿s specific injury: the patient under 65 years of age underwent afib procedure. The case of esophageal injury was reviewed and adjudicated by the independent safety committee as not being consistent with ae fistula. Although an endoscopy at 23 days postprocedure showed a small pinhole defect, a CT scan showed no evidence of abnormal communication between the atrium and esophagus. The esophagus was prophylactically stented and 10 days later the defect had completely healed. During the patient¿s ablation procedure, an esophageal temperature probe was utilized and power delivery was limited to 30¿35w in the vicinity of the esophagus and anterior wall. The original article was: article title: acute safety of an open-irrigated ablation catheter with 56-hole porous tip for radiofrequency ablation of paroxysmal atrial fibrillation: analysis from 2 observational registry studies. Per a report in the journal of cardiovasc electrophysiol. 2014 aug;25(8):852-8. Doi: 10.1111/jce.12403. Epub 2014 apr 9, a multi-center study was conducted on 742 enrolled patients from 2 registries (sfaf = 508, iuaf = 234), by oza s. Of the atrial fibrillation institute, st. Vincent¿s medical center, jacksonville, florida et al., to report real world acute safety data from 2 prospective us observational registry studies using the porous tip catheter for the treatment of drug refractory, recurrent, symptomatic paroxysmal af. A secondary objective of this paper is to report on any differences in acute safety between patients age 65 and older and younger patients. Follow-up time information: 7 days of follow-up data in one study and at least 120 days of data from a 1-year follow-up in the other from .....